Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, after interrogation, an error occurred while attempting the atrial sensing test and capture threshold test. Abbott technical support was contacted and the firmware of the device was restored to resolve the event. The patient was in stable condition.